Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call that insulin squirted out during the manual prime process. Customer's blood glucose level was 304 mg/dl. He treated his blood glucose level with a manual injection. Insulin continued to drip after the motor stopped during the manual prime process. The insulin pump alarmed compromised force sensor system. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the operating currents, unexpected restart, self-test, basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the alarm. The pump had minor scratches on the lcd window, cracked battery tube threads, a broken reservoir tube lip and a missing end cap sticker.